Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) cardiac ablation procedure, with a thermocool® smart touch® sf bi-directional navigation catheter, and experienced cardiac tamponade requiring extended hospitalization and medical or surgical intervention. Details on the required intervention are unknown. Transseptal puncture and ablation were performed. Following the avnrt procedure, the patient presented with a cardiac tamponade. There was no evidence of steam pop. The physician suspected the right ventricle (rv) quad catheter (abbott) may have perforated the rv. The patient fully recovered (no residual effects). The physician¿s opinion on the cause is that it was procedure and patient condition related. The correct settings were used on the devices and no error messages were observed on the equipment during procedure.